Manufacturer narrative:
The power management board was returned to the manufacturer for failure analysis. The customer complaint cannot be verified. No alarms occur during testing. No-fault found.

Manufacturer narrative:
Report date: 13jul2021.

Event description:
It was reported that while the device was in use on a patient, check vent alarm occurred. The patient was swapped to another unit. No medical intervention was reported. No delay in therapy was reported. There was no report of patient or user harm. The reported phenomenon was not duplicated despite run testing. The event log revealed that diagnosis code 1105 (check vent: alarm led failed) had occurred. Although there was no reproducibility, the power switch overlay, which was equipped with the alarm led, and the power management board, which sent a voltage signal to a power switch overlay, were replaced.